Event description:
Customer reports blood leak after ten minutes into treatment. The blood loss was very minor for the patient, about 20 ml. No medical intervention necessary.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.